Manufacturer narrative:
Additional information received: it was reported the hair was found under the white base tray . The hair did not belong to the hospital staff or the surgery follower. No one present had such long hair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the endovascular treatment of a 45 mm abdominal aortic aneurysm. It was reported during the index procedure, after the endurant stent graft was implanted, a long hair was found behind the sterile packaging box on the instrument table. There was no issues noted on the front of the package after opening. The hair strand was found under the device's tray. It was confirmed the device box was sealed when taken off the shelf. The hair of the cath lab staff, including the follow-up staff, was all short, and no staff member had hair as long as the hair in the device packaging. Antibiotic treatment was extended and it is reported the patient has had no other symptoms. Per the physician the cause was due to device sterility. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: the reported foreign material was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.